Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncircle delta wire tipless stone extractor did not open and close properly. During routine verification to check if the extractor worked correctly, it was observed that the extractor did not close and remained open. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation and no photographs were provided. A physical analysis of the device could not be performed. A document based investigation was a conducted. A review of complaint history, the device history record, instructions for use, and quality control data was performed. A review of the device history record found no non-conformances associated with the complaint device lot number 8352171x. An additional review was conducted for lot 8352171. The devices from lot 8352171 were reprocessed with new packaging into lot 8352171x. The device history record review found no non-conformances that would have caused or contributed to the reported failure. A complaint history search revealed six additional complaints associated with lot number 8352171x. Two complaints are for similar issues from different customers. Four complaints are from the same customer. A second search revealed there are no complaints associated with lot number 8352171. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. There was a total of five related complaints received from this customer. Examination of the three devices that were returned by the customer found the baskets of the devices would not function due to sheath damage. Devices are inspected for damage and functionality prior to packaging. The complaint device was not returned, but based on the investigation of the three returned devices from the customer, the device baskets would not function due to sheath damage near the handle. This complaint device was likely also damaged during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.